Event description:
A pericardial effusion occurred during a left atrial flutter ablation procedure. The physician performed transseptal puncture with a swartz braided introducer and a brk transseptal needle. He then completed a left atrial flutter ablation using a cool flex ablation catheter. After the devices were removed from the heart, an arrhythmia was observed. An echocardiogram revealed a pericardial effusion, a pericardiocentesis was performed and the pt stabilized. The physician could not confirm where the pericardial effusion originated and did not establish a link to any sjm device.

Manufacturer narrative:
The device was not returned for eval. Review of the device history records confirmed this lot met mfg requirements prior to shipment. The root cause classification of the reported cardiac perforation is anticipated procedural complications as cardiac perforation is a known inherent risk of ablation procedures as stated in the IFU.